Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have overestimation of battery life. No intervention was performed. No patient consequences were reported.